Event description:
During the atrial flutter procedure, communication issues resulted in a procedural delay. After all connections were established, it was noted that the signal could not be recorded, and the catheter was not displayed on the monitoring screen. The catheter was exchanged for a new one, but the same issue occurred with the replacement catheter. The second catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported signal and catheter display issue could not be confirmed. No anomalies were noted on the eeprom payloads. Electrodes 1-4, the tip thermocouple, and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. In addition, the tip thermocouple temperature increased with exposure to heat. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.